Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03525 & 1627487-2014-03526. The patient previously underwent surgical intervention (reference MFR. Report: 1627487-2013-17344) during which one of her leads was explanted and replaced. It is unknown which lead was explanted; therefore, all possible leads are being reported. It was reported the patient is no longer receiving stimulation due to auto-reduction. Diagnostics showed high impedance values for the scs leads. Surgical intervention will be taken at a later date to address the issues.